Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to loss of capture, acute dropped in impedance, placement difficulty and lead dislodgement which was due to perforation. In addition, this rv lead perforated the left ventricular (lv) lead which was confirmed via electrogram that went from a positive to negative deflection. Medication was applied to the pocket area. This rv lead was replaced with a non boston scientific model, not implanted and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to loss of capture, acute dropped in impedance, placement difficulty and lead dislodgement which was due to perforation. In addition, this rv lead perforated the left ventricular (lv) lead which was confirmed via electrogram that went from a positive to negative deflection. Medication was applied to the pocket area. This rv lead was replaced with a non-boston scientific model, not implanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event/product problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.